Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) scan without having the device programmed to MRI settings. The implantable cardioverter defibrillator went into backup mode with no backup defibrillation operation, which was seen on a remote transmission. The patient was brought into the clinic and the device was restored. The patient was asymptomatic.